Event description:
On 09 april 2025 it was reported that the patient's communicator would not power on. Initially patient was reporting, but then handed the phone to their son-in-law. Caller confirmed the handset was able to function and power on, but not communicator. Caller stated that they charged the communicator last night, but when they plugged into the charger, no lights came on and was unresponsive. Caller tried multiple charging cords, but that did not resolve the issue. Patient services (pss) had caller try to reset the communicator a couple times but was still unresponsive. The issue was not resolved. A replacement communicator was sent out.  Patient said this issue had been going on for about two weeks, and they have a lot of pain in their foot and back. Patient called back on (B)(6) 2025 stating they received the replacement communicator, but they were unable to power on their handset. Patient reported handset was currently plugged in to charging cord and displayed a lightning bolt. Agent had patient unplug handset and press side button; patient confirmed handset powered on. Patient tapped mystimpc and connect and reported scan code message appeared. Agent had patient enter code manually and hold communicator over implantable neurostimulator (ins); setup link displayed. Patient was able to successfully connected and reported service code 301 (eri) appeared. Agent reviewed message and redirected to healthcare provider (hcp) to discuss next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.